Manufacturer narrative:
The device cannot be returned. Due to the patients own reasons, the surgeon did not remove the device. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Eri status was reported. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.